Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that on (B)(6) 2016 customer became "dizzy" but when he attempted to use his adc blood glucose meter a battery icon was noticed on the display, but before a reading was displayed the meter turned off. Customer subsequently experienced a loss of consciousness. The caregiver transported customer to a hospital where he was diagnosed with hypoglycemia. The caregiver did not know the specific treatment rendered while the customer was in the hospital. There was no report of death or permanent injury associated with this event.